Event description:
Report received of a patient receiving more medication than intended. At approximately 0230, the primary line of the pump was programmed to deliver an unspecified volume of normal saline at a rate of 100ml/hr. The secondary line was programmed to deliver an unspecified concentration of insulin at 2ml/hr and the delivery was started. No further programming parameters were provided. At 0400, the nurse noted that "the bag looked like it was lower than it should have been." Reportedly, the "insulin drip bag was infusing more rapidly than pump actually set at." The pump and tubing set were removed from clinical service. Therapy was resumed using a replacement pump and tubing set. There were no reported adverse patient effects. No medical interventions were required. During testing by the user facility's biomedical engineer, the pump passed delivery accuracy testing.